Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a low-pressure obstruction alarm. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the view period. As a result of checking the event log, it confirmed that there was a record of the high-pressure alarms occurring. The reported issue was not confirmed with functional testing. The occlusion detection level of the downstream occlusion (dso) sensor was within the standard. However, the detected pressure was confirmed to be close to the lower limit of the standard value. Possible defective downstream sensor. Preventively, replaced the downstream sensor. Performed all function tests and all passed.